Event description:
Kendall 22gx1.5" safety needle -cat # 8881850215- dislodged from hub when withdrawing from pt. Lot number 426451. This was a new lot number and not associated with the kendall recent recall of needles.